Event description:
It was reported that patient experienced a line blocked alarm that did not resolve with the current cleo infusion set. The pwd replaced the infusion set/site, while continuing to use the existing cassette and tubing, which resolved the alarm. The event occurred while in use with patient. There were no patient injuries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.